Event description:
It was reported by the patient that she underwent a gynecological procedure in 2001 and mesh was used. In 2006, the patient reported that the mesh lining had to be put back in place and now she is experiencing problems with leakage. The patient stated she has discussed possible mesh removal with her physician. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.